Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a nurse that the lead had intermittent under sensing. The sensitivity was adjusted, but intermittent under sensing was still present. The nurse will discuss this issue with the doctor. The lead remains in use. No patient complications have been reported as a result of this event.